Event description:
An opthalmologist reported that a pt experienced corneal disorder and corneal ulcer (noninfectious traumatic ulcer). The ophthalmologist reported that the pt "glanced and realized the lens was torn, but wore as-is on his left eye". The lens stuck in the pt's left eye. The pt took 2 hours to remove the pieces of thetorn lens out of his eye. Consequently, the pt experienced persisting pain and prompted to visit an eye clinic. Upon examination, the damaged area in the pt's left eye was concentrated on the inferior cornea identical to the contact lens tear. It was located "mostly inferior area out of the central 4mm but partly extended in the central 4mm of the cornea". The pt also experienced swollen eye and face. The pt was administered cravit eye drop (levofloxacin), hyalein eye drop (hyaluronate sodium). Farom tab (faropenem sodium), and biofermin r (antibiotics-resistance latic acid bacteiae). The pt discontinued use of contact lens and wore an eye patch until 30-nov-2005. The pt's visual acuity decreased (uncorrected va 0.03 and corrected va 0.2); he wa issued new eyeglasses in 2005, the pt's va wa 0.8 (20/25). The pt "experienced an increased lacrimation and poor vision (with some difficulty), and felt painful by light sensitivity:. 4 days later the pt had trouble reading small print. His face was not asollen. A medical certificate was issued to the pt with diagnosis of a corneal ulcer that needed 10 days for outpt treatment. Futrhermore, the certificate stated "by the torn lens in the eye and by trying to remove the pieces out, mild ulcer seemed to develop 3 hours after starting to wear'. Upon evaluation 11 days later, the pt had recovered. The pt's corneal "ulcer was not infectious and there was no permanent decreased in visual acuity.